Manufacturer narrative:
Product was not returned for evaluation. The device was not removed from service. The root cause is user error. Retraining of affected parties was performed at the facility. The DHR review was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Attempts to obtain additional specifics on device identification (serial number, lot number etc.) Are in process. A supplemental report will be submitted upon receipt of additional information. The current information indicates the nurse misinterpreted the glucose value displayed as 'lo' (lo is intended to indicate the glucose value detected is less than 10 mg/dl) on the stat strip meter screen which resulted in the patient being treated with insulin and subsequent hypoglycemic event and further treatment with glucose.

Event description:
Issue: blood glucose was tested by nurse. Diabetes not known. Device shows two red arrows downwards and "lo" also appears on the display "grenzwert überschritten" (limit value exceeded). Nurse interprets this as out of range blood glucose (high) and informs the doctor immediately. Aao physician: 1 phiole bayotensin sublingual and 10 iu insulin. Further measurements: instrument shows 13 mg/dl. - immediately initiated countermeasures. Glucose and dextrose given. After a few minutes after administration of insulin patient was in hypoglycemia status but recovered quickly. Patient was monitored with no further clinical intervention.